Manufacturer narrative:
The suspect solenoid driver board (the board) was returned to getinge's national repair center (nrc) and when inspected by an engineer, no visual damage was observed and r40,r106,r114 were the correct value per procedure but the board was not labeled with cn68767. The engineer then installed the board into a cs100 test fixture and the board was tested to factory specifications per cs100 service manual. Inspected the board per procedure and labeled the board with cn68767. The board passed testing and was put into stock.

Event description:
During field action a (B)(4) was replacing the solenoid board on the cs300 intra-aortic balloon pump (iabp). The representative noticed the new pcb board did not have the correct reworked label. No patient was involved during this event. No adverse event was reported.

Manufacturer narrative:
The full name of the event site noted is (B)(6) hospital. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. It was reported that the universal hospital services (uhs) replaced the new solenoid driver board. This was deemed an out of box failure of the solenoid driver board. The uhs representative installed another pcb board and the iabp was then fully functional. Additional information has been requested, and we will report accordingly when it becomes available.

Event description:
During field action a universal hospital services (uhs) representative was replacing the solenoid board on the cs300 intra-aortic balloon pump (iabp). The representative noticed the new pcb board did not have the correct reworked label. No patient was involved during this event. No adverse event was reported.